Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 3 of 3. Reference MFR reports: 3008829311-2017-00499 and 3008829311-2017-00500. The patient had 3 leads (2 from lot ab2270 and 1 from lot ab2240) as part of her axium neurostimulator system. It was reported the physician suspected the patient's lead insertion site as well as implantable neurostimulator (ins) site were both infected. Reportedly, the lead insertion site had a purulent discharge and the ins site was red. The system was explanted and the patient placed on a regime of IV antibiotics. Follow-up information indicated the infection has since resolved.